Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
New born patient who has inserted ref 218400 catheter in vein at 20cm in, with return and permbealize. 1 hour later an x-ray is taken where tip of cather is observed and tpn is administered. Another x-ray is taken but the catheter is not observed on the x-ray. Cahether had traveled to the right inginal area, which then a new catheter had to be placed. The first placement had to be withdrawn and when removed 12 cm of the catheter stayed inside the patients body, which led to a surgical procedure to remove the catheter.

Manufacturer narrative:
This complaint is not confirmed. (Classification according to sop 002). We received one catheter as a sample. The faulty sample consisting of the distal fragment snapped at the 12cm marking. The proximal fragment and the extension line is missing. A microscopic examination demonstrated the typical signs of a pressure burst. Having checked the batch history records, no deviations were found. The batch complied to its specification and was released. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. The min value of 1.5 n is requested regarding the tensile force of the catheter tube. For the involved code 6g33820000, batch 8122479 had a mean of 2.41 n (range between 2.28 n and 2.53 n) and is therefore within the specification. Visual tests and incoming goods inspections are carried out. We do not know which syringes or working pressure was used. There is a statement in our product's IFU: "do not use small syringes (<10ml) as these can generate very high pressures. It is possible to generate 4 or 5 times the maximum safety pressure, with any size of handheld syringe. Subjecting the catheter to pressure above 1.2 bar can result in catheter rupture and embolism." The IFU also states: "do not use infusion equipment which can exceed the working pressure of 1,0 bar max/760 mmhg. Only use infusion equipment complying with standards, which do not exceed a shut-off pressure of 1.0 bar. Bolus injections should be slow and must not exceed the maximum bolus pressure of 1,2 bar/900 mmhg. It is also necessary either to leave an infusion connected all the time, or to block the catheter with heparin." Obviously, the user did not follow the warnings in the product's IFU regarding the maximum bolus pressure of 1.2 bar. There are three further complaints for batch 180521gg and seven further complaints regarding leaking and later snapped catheter on code 2184.00 within the last three years. No further corrective action was initiated by quality management as there is no indications of a manufacturing fault.

Event description:
New born patient who has inserted ref (B)(4) catheter in vein at 20cm in, with return and permbealize. 1 hour later an x-ray is taken where tip of cahether is observed and tpn is administered. Another x-ray is taken but the catheter is not observed on the xray. Cahether had traveled to the right inginal area, which then a new catheter had to be placed. The first placement had to be withdrawn and when removed 12 cm of the catheter stayed inside the patients body, which led to a surgical procedure to remove the catheter.